Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited pause episodes due to undersensing. It was suspected that false detection was due to loss of pocket contact. No patient symptoms or intervention was reported.